Event description:
A malfunction alarm was reported, displaying a resettable malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump. The customer was advised to call back if the issue was not resolved, but no additional information about the outcome was received.